Event description:
It was reported that during unpackaging and prior to use, the yellow protective sheath and mandrel of the xience prime stent delivery system (sds) were attempted to be removed but stuck to the tip of the balloon. Force was used to remove the mandrel and the tip of the balloon was separated/torn. The device was not used; there was no patient involvement. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty/resistance removing the stylet was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.